Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. A cut in the membrane, as well as deposits inside the control reservoir were observed. Permeability test: a permeability test has shown that both valves are permeable. The flow rate of the shunt assistant was slower than expected. The control reservoir was able to be filed and pumped clear without incidence. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and braking force is within the given tolerances. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Both valves are operating within acceptable tolerances. Results: finally, we have dismantled the valves. Inside the progav 2.0 valve we have found slight build-up of substances (likely protein). No deposits were observed inside the shunt assistant. Based on our investigation, we are unable to substantiate the claim of under-drainage. The valves operate within all specified tolerances and the opening pressures were within tolerance. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in out literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Patient information: height cm:150. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "that there was under-drainage." Additional patient information has been requested. When additional information is received a follow up report will be submitted.